Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
The tip of the final tightener broke off from the instrument when tightening an expedium sfx crosslink device. An alternate screwdriver was readily available. The broken tip was retrieved and discarded by the hospital. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Visual inspection of the returned expedium x20 final tightener noted that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned as it was disposed by the hospital. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A twelve month review of the complaint trend analysis for this device found no observed trends for issues of this nature. Although the root cause cannot be positively determined, results of a scanning electron microscopy (sem) analysis show evidence of a quasi-static torsional shear failure, starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.